Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump over infused. "The morphine syringe was changed on night shift, and the pump registered the syringe contained 51.15ml when handoff was completed at the end of the shift the pump stated that 32.1ml was given, and 18.5ml was remaining in the syringe. Therefore, 0.55 ml was not accounted for by the pump." There was no report of patient injury or medical intervention associated with this event. No additional information is available.